Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she had increasing difficulty with the audio bolus button responding to her presses for the past four months. She verified that some of her bolus doses were cancelled and feels she needs to press harder for the button to respond to presses. The patient does not clean the pump and the issue was not resolved. There was no reported patient impact associated with this complaint. This complaint is being reported based on the patient's allegation of an audio bolus button issue.